Event description:
Reportedly, a pacemaker explantation procedure was performed on (B)(6) 2019 because of normal battery depletion. During the operation, the pacemaker was reprogrammed from ddd mode, 60 min-1 to vvi mode, 30 min-1. The patient¿s spontaneous rhythm was approximately 40 bpm. After the pacemaker pocket was opened, the patient¿s cardiac rate decreased. Ventricular pacing spikes at 30 min-1 were delivered 3 times but 8 pulses at 90 min-1 were then delivered 5 times. The pacemaker was disconnected from the leads, which remained implanted, and removed. A new pacemaker was finally implanted and connected to the two leads already in place. The subject pacemaker was interrogated on (B)(6) 2019; it was observed that 5 magnet modes were recorded in the device memory.

Event description:
Reportedly, a pacemaker explantation procedure was performed on (B)(6) 2019 because of normal battery depletion. During the operation, the pacemaker was reprogrammed from ddd mode, 60 min-1 to vvi mode, 30 min-1. The patient¿s spontaneous rhythm was approximately 40 bpm. After the pacemaker pocket was opened, the patient¿s cardiac rate decreased. Ventricular pacing spikes at 30 min-1 were delivered 3 times but 8 pulses at 90 min-1 were then delivered 5 times. The pacemaker was disconnected from the leads, which remained implanted, and removed. A new pacemaker was finally implanted and connected to the two leads already in place. The subject pacemaker was interrogated on (B)(6) 2019; it was observed that 5 magnet modes were recorded in the device memory.

Manufacturer narrative:
Preliminary analysis revealed that the observed behavior could have resulted from magnet detection during the surgery.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, a pacemaker explantation procedure was performed on (B)(6) 2019 because of normal battery depletion. During the operation, the pacemaker was reprogrammed from ddd mode, 60 min-1 to vvi mode, 30 min-1. The patient¿s spontaneous rhythm was approximately 40 bpm. After the pacemaker pocket was opened, the patient¿s cardiac rate decreased. Ventricular pacing spikes at 30 min-1 were delivered 3 times but 8 pulses at 90 min-1 were then delivered 5 times. The pacemaker was disconnected from the leads, which remained implanted, and removed. A new pacemaker was finally implanted and connected to the two leads already in place. The subject pacemaker was interrogated on (B)(6) 2019; it was observed that 5 magnet modes were recorded in the device memory.